Event description:
It was reported that the patient received inappropriate shocks, due to noise. The short interval counter was 55,796, indicating oversensing, and there was an apparent lead fracture. The pace/sense portion of the model 6949 was capped, and a new pace/sense lead was implanted. The high voltage portion remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to noise, the short interval counter was 55,796, and there was an apparent lead fracture. A new pace/sense lead was implanted. It was further reported that a lawsuit alleged the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, the patient " have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced. It was also alleged the patient experienced complications. No further details were provided.